Manufacturer narrative:
T:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly shut off while the customer was at school. Customer stated that she thought she had charged the pump prior to going to school. During troubleshooting with tandem technical support it was confirmed that the customer had not charged the pump and the pump shut off due to low battery power. Customer had elevated blood glucose levels (340 mg/dl), and ketones. Customer delivered a manual injection to correct elevated blood glucose level.